Event description:
It was reported that intraoperatively, a titanium cup (it cup) of 56 was first used, and then an attempt was made to implant the corresponding polyethylene liner, and it was found that the polyethylene liner and the cup of 56 could not be locked, so the cup was removed and an attempt was made to implant the polyethylene liner outside of the body, and it was found that it could not be locked, and then the surgeon went back to using the larger file, and implanted a cup of 58, and punched the 58 corresponding polyethylene liner, and it was not able to be locked. The doctor had no choice but to remove it, increase the size of the file, and finally used a 60 cup and the corresponding liner to lock it in place. It was reported to cause a sixty (60) minute delay. No other harm to the patient.

Manufacturer narrative:
(B)(4). D10: 00875305601 56mm o.d. Size kk porous uncemented with cluster holes shell use with kk liners 65540700 00875305801 58mm o.d. Size ll porous uncemented with cluster holes shell use with ll liners 65524646 00875201232 32mm i.d. Size kk elevated rim liner use with 56mm o.d. Size kk shell 65603763 g2: china customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Liner item 00875201332 lot 65714273 shows gouges, deformation, and indentation damage to the inner and outer spherical surfaces, rim, high wall, and locking feature. Dimensional product identifier for overall diameter was unable to measured due to deformation damage of the cutouts. Review of the device history records identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for these items and the reported part and lot combinations. Medical records were not provided. A definitive root cause cannot be determined. Complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.